Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #e2018002. (B)(4). (B)(6).

Event description:
The patient received v-a ECMO with distal,bone per fusion,cannula (6f arrow)on 16/5. Around (B)(6), it began to bleed from the area around the connector o f the arterial cannula (maquet 19fr). Initially it was believed that it is from the suture that sits around the connector on the needle to hold it in place. During wednesday it appeared that some of the bleeding instead comes from the luer lock joint and then between the cannula and the male-male connector used to connect the distal,bone perfusion,cannula. On (B)(6) we made a short stop in about 15 sec where we replace the male-male connector to get it tight. Initially,things got better,but it continued to leak. The suture was removed to exclude bleeding from there,no bleeding from these sting sites can be observed. Later in the evening, it was decided to add another arterial cannula (maquet19) on the venous site to get a va-v ECMO. At this time,the patient received 7500 e heparin. During the night and the following day,dripping from the clutch increases. The patient received several units of blood at the time described in the text above. Then (B)(6) it is decided on de-cannulation of the arterial cannula where we have leakage. When we view the cannula,we see clear cracks in the cannula's female luerlock. Ref.: #703006910

Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary gmbh requested the product for manufacturer investigation. Claimed part was investigated. There was no screw cap of the luer lock on the connector. Several cracks on the luer lock of the 3/8x3/8 connector were detected. Leak test could not be carried out because it led to leakage through the cracks. No further abnormalities could be detected. The failure was confirmed by the laboratory. The lot number of the set was requested at least three times from the ssu, but, they could not reach it. Therefore, device history record of the complained lot was not reviewed. Sap trend search was performed (according to the article code: 70104.7287 and same root cause) which came to following results: no additional complaint was recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated: 0,03%, which is below 1%. Due to this information no systemic issue could be determined. Getinge cp antalya has been evaluated the production steps of the set. The most probable cause of the failure is found as mounting failure caused by operator. Based on this failure could be confirmed. As a corrective action, we conducted an intensive training and instructed the operators to be more careful during assembly process of the claimed part. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.if a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.